Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Although it is unknown if the device contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2004 the patient underwent: total anterior lumbar discectomy at l4-5. Interbody fusion with a rigid peek cage measuring 13x12x20. Harvest of marrow cells from the anterior l5 vertebral body. Use of op-1 plus some allograft mixed with the stem cells. Preoperative diagnosis: grade 1 degenerative spondylolisthesis at l4-5. Stage 2 procedure: posterolateral fusion bilaterally at l4-5. Bilateral posterior pedicle screw fixation at l4-5 using the blue and gold system with the top loading polyaxial screws. Use of bmp plus the op-1 graft. Harvest of stem cells from the right l5 vertebral body through a pedicle aspirate for stem cells. Use of nuvasive neural monitoring for the four pedicle screws, 15 minutes per screw to monitor four nerve roots, total time of monitoring 60 minutes. Insertion of rhbmp-2/acs, marcaine pain pump. Per-op notes: ¿then we carried out our posterolateral fusion by decorticating the facet joint of l4-5 as well as over the posterior transverse process and bony elements, then placing in bone graft which was bmp mixed with the op-1 with stem cells harvested from the right vertebral body through the right pedicle with a toomey syringe. Then we finally placed on our connecting rods and locked the system down prior to closure. We did implant an rhbmp-2/acs, marcaine pain pump with 200ml of 0.25% marcaine to be infused over the next 48 hrs.¿ on an unknown date post-op, patient alleged unspecified injuries due to use of rhbmp-2/acs.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.